Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. It was noted that no anomalies were observed regarding the returned lead distal segment. All electrical and visual testing was within specified parameters. The full lead was not returned.

Event description:
It was reported there was an increase in pacing threshold on the right ventricular (rv) lead and lead slack had been greatly reduced due to patient growth. There was some adherence between the rv lead and the right atrial lead proximal of the superior vena cava. The atrial lead was removed to facilitate removal of the rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.